Manufacturer narrative:
The insulin pump alarmed prime during prime test due to moisture damage force sensor. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a compromised force sensor system alarm during priming. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.